Event description:
During the procedure, the dr indicated that the instrument was not giving a data output as required. No data was being recoded by the device. The dr then inserted the device further into pt's uterus. When it still did not give a reading, he tried to insert it even further and punctured the uterine wall. He removed the device and repaired the puncture wound. The dr indicated that since the device was not giving a reading of the depth of the uterus he thought it was not properly inserted. The complainant called again to state that when they contacted the medical clinic to obtain the model and serial numbers, the dr told them that there was nothing wrong with the device. The problem occurred because "their uterus was too small and the device was not designed for such a small uterus." Therefore they would not provide them with the numbers from the device.